Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, missing a piece of the shell, and fold crease. A microscopic analysis was performed which identified a striated break on the radius side, non-penetrating nicks on the anterior side, and wear abrasion. Based on the device analysis, the final assessment is a striated break on the radius side assessed as surgical damage consistent with the use of a surgical tool, missing shell assessed as inconclusive, and striated nicks on the anterior side assessed a surgical-tool scratch-like. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Patient reported side unspecified "had lump in breast checked, said it was a benign cyst." This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-jul-2011. The event of cyst is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "had lump in breast checked, said it was a benign cyst."

Event description:
Patient reported side unspecified "had lump in breast checked, said it was a benign cyst." This record is for the left side. Device has been explanted and replaced.